Manufacturer narrative:
(B)(4)

Event description:
The patient could not adjust her stimulation. A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the patient programmer. Additional information was requested. Please see MFR report #: 3004209178-2010-04735.